Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that once the .014 ht versaturn guide wire was removed from packaging the tip was noted to be separated. Another unspecified wire was used to successfully complete the procedure. There was no patient involvement and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
A visual inspection was performed on the returned device. The reported material separation was confirmed. A review of the production records and the corrective and preventive actions (CAPA) database was performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed no indication of a lot specific issue. The investigation was unable to determine a conclusive cause for the reported material separation. It was reported that after unpackaging the wire was noted to be separated. Analysis of the returned wire confirmed the reported separated tip. The wire was returned with blood and contrast on the wire, suggesting the wire was subject to manipulation. Additionally, there were scratches on the teflon noted, further indicating the wire was manipulated, and possibly interacted with a torque device. In this case, it is possible that handling of the guide wire contributed to the reported separation; however, this cannot be confirmed. There is no indication of a product quality issue with respect to manufacture, design, or labeling.